Event description:
The customer reported to philips that during the operational check, when the charge button is pushed, the device "resets itself" by turning on and off. There was no patient involvement.

Event description:
The customer reported to philips that during the operational check, when the charge button is pushed, the device "resets itself" by turning on and off. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.